Manufacturer narrative:
The initial medwatch reported the customer's issues were consistent with a reprocessing problem; however; the customer did not complete reprocessing of the device when the issues were detected which caused the foreign material to remain in the device. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Product repaired onsite at local service center. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported on behalf of the customer that the gastrointestinal videoscope had a poor air/water flow from the nozzle, insufficient angulation and a leaking bending section cover. These conditions were determined consistent with a reprocessing problem. The distributor reported the device issue was identified during preparation prior to use. There were no adverse effects to patient. This medical device report (MDR) is being submitted to capture the reportable malfunction of reprocessing problem.